Event description:
Foley catheter balloon ruptured following a radical prostatectomy and a balloon fragment remained in the pt's bladder. A cystoscopy was performed and the fragment was removed without any further complications being reported. The catheter was replaced w/o any problems.

Manufacturer narrative:
Investigation confirmed balloon had ruptured and the center of balloon had blown out and detached from bonded areas. Balloon ends were still attached to shaft. The only time this type of failure has been noted in-process is during a fill-to-burst test/gross overinflation. No mfg deficiencies were noted in the sample. Labeling states 35cc max. Inflation for 30cc balloon catheter & recommends against aggressive traction for 100% all-silcone catheters.